Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection at the upper end of the implanted wound. The ipp was explanted, replaced, and the patient was treated with antibiotics. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection at the upper end of the implanted wound. The ipp was explanted, replaced, and the patient was treated with antibiotics. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection and leakage test. In relation to the reservoir kink resistant tubing (krt) was microscopically inspected and had two holes from sharp instrument damage. The reservoir (krt) did not pass the leakage test. Lastly, the momentary squeeze (ms) passed visual inspection, leak test and functional testing. Based on the available information and analysis results, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.